Event description:
Reporter alleged the customer was unresponsive when she tested him using the advantage system and obtained a result of 83 mg/dl. Reporter stated she treated him with glucagon and called the ambulance. Reporter stated that 15 minutes later, the ambulance arrived and a result of 55 mg/dl was obtained on the professional system. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.